Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3587a, lot# l70472, implanted: (B)(6) 2001, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient had gone to the ER complaining of low back pain. The patient had stated that his implant in his lower spine had been malfunctioning since the day prior and had been causing intermittent shocks to his private area. The patient stated that he had pain, weakness and circulatory issues in his left leg. The pain was described as sharp, stabbing, constant pain to his scrotum, which was not exacerbated by anything. The patient rated the pain as an 8 on a scale from 1-10. It was noted that the patient had not tried to alleviate these symptoms. The patient had a medical history of lower reflex sympathetic dystrophy, which was what the implantable neurostimulator (ins) was being used to help. An assessment of the patient¿s back found that there were no complaints of tenderness, no paresthesia to extremities, no weakness to extremities and no incontinence of bowel or bladder. A review of the patient¿s symptoms reported that the patient had arthralgias, back pain and myalgias. It was noted that the patient¿s current medications were quinapril hydrochloride,effexor xr, multivitamin, crestor and nexium. The results of a physical exam were normal. The patient was given vicodin prior to discharge. The patient was also prescribed tylenol with codeine, lidode rm and naprosyn upon discharge. The patient¿s status was noted as unchanged since arrival to ER. The patient was discharged in stable condition and was to follow up with primary care physician and continue present medications.

Event description:
The patient experienced a shocking sensation. Last night the device started sending shocks into his genital area. He shut his device off and turned it on again but he continued to get shocked. It was noted that the ins occasionally shocked him when on especially if he tried to move. Before his device started to malfunction everything was fine. Now he has the ins off and was not getting shocked. He was going to keep his ins off until he sees his health care provider on thursday. He was currently in the ER requesting pain medication. Additional information has been requested.

Manufacturer narrative:
(B)(4).